Event description:
I had the essure procedure done 7 years ago. Essure ref: (B)(4) lot: 626347. Since having the coils placed, I have experienced the following health problems which have continued to increase in severity with each passing month: cramping - now at a level where the pain is so unbearable that I become dizzy or light headed. My heart will often race as I double over in pain. Heavy bleeding -some months, I experienced such heavy bleeding that 3-4 super absorbent tampons will be saturated in an hour. This can last for 2-3 days. Now the cycles are anywhere from 13-29 days apart. Some months I have 2 periods with only a 5-7 day break in between. Most months, they last for 10-12 days. I will often spot in between periods too. Pms - I've started to have anxiety for several days leading up to my period because the pain from the cramps often keep me from being able to enjoy life. I can barely stand to get out of bed and trying to be at work or to function as a parent at home because I'm in so much pain. I have considered the option of having the coils removed, but the cost is more than our family can take on right now and currently their is no one near our home town of (B)(6) who will do the procedure. I don't feel that a hysterectomy is my best option either.